Manufacturer narrative:
Unique identifier (UDI) number added . Additional codes added patient and device codes. Corrections: contact information. PMA / 510k #. Evaluation codes method, result and conclusion. Device evaluation summary: the battery was returned to medtronic for failure investigation. The battery made a rattling sound when shaken. The battery was connected to uba battery analyzer. The voltage was too low to start the test protocol. The battery was allowed to trickle charge for two days. The voltage did not rise above 6 vdc. Due to the extensive length of time between the reported date of the complaint and the return of the battery, it is unable to be determined if the battery was actually faulty at the time of complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device.

Event description:
It was reported that, while in use on a patient, the e360 ventilator generated low battery alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
(B)(4). Additional information was received from the customer.

Event description:
It was reported that, while in use on a patient, the e360 ventilator generated low battery alarm. The patient was not removed from the ventilator. The device was continuously used on the patient as it continued to ventilate the patient.